Event description:
It was reported that balloon rupture occurred. The 80% stenosed lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, balloon was found ruptured after fifth inflation. The device was completely removed from the patients body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.